Event description:
A customer reported experiencing a cartridge alarm 30 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, sending a new one with updated software. The customer was advised to return the problematic pump to tandem within 10 days using a return box and pre-paid label to avoid any charges. The customer would continue insulin therapy using multiple daily injections (mdi) in the interim and understood the need to program settings and connect their continuous glucose monitor (cgm) to the replacement pump.